Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 42mg/dl. The customer's most current level was 119mg/dl. The customer was treated for the lows with food. The customer states their health care provider had made adjustments to pump. The customer was advised to contact their healthcare provider.